Event description:
A user facility reported that it was noted after implantation of an intraocular lens (iol) that the haptic was damaged. The surgeon stated the haptic may have been damaged during folding. The iol was removed during the same procedure, but the wound was widened to allow for removal. The pt recovered without problems, and the result of the procedure was very good.